Event description:
I used renu with moisture loc contact lens saline solution from 02/01/05 through 02/14/06. I was hospitalized on that date and diagnosed with fusarium keratitis. I am presently taking anti-fungal therapy and my vision in my right eye has been impaired by more than 50%.